Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was being performed. There was no pre-procedure thrombus or effusion. The shape of the laa was described as anterior chicken wing. The activated clotting time was 300 seconds and the la pressure was 13 mmhg. The laa was measured to have 21mm width by 20mm depth, so a 24mm watchman delivery system (wds) was selected for use. A double curve watchman access system (was) was advanced and attempted to be placed in the laa; however, it was not successful in achieving the desired depth and it became kinked. The options were discussed to try an anterior curve was or re stick the transeptal more inferiorly. The physician wished to try the anterior curve was first and if that was not successful, he would re stick the septum. The access system was exchanged and was unremarkable. The anterior was placed with a pigtail and repeat contrast was injected. The 24 mm wds was prepped and placed in the was per protocol. Contrast puffs were given with advancement of the wds to assist in identification of the distal wall. Wds and was were engaged per protocol. The closure device was deployed slowly with no forward movement under fluoroscopy, cine and transesophageal echocardiogram (tee) observation. Once the device was deployed, it was noted that the patient had a rhythm change from a baseline atrial fibrillation (a fib) to paced rhythm. A right ventricular standstill was also noticed by tee. Shortly thereafter, a left ventricular standstill was noticed. The patients blood pressure was 50 systolic. Etco2 was noted to drop from 33 to 15. The tee was immediately checked for effusion and no effusion was noted. Air emboli was ruled out by anesthesia via tee and stated that etco2 would rebound if there were air. The etco2 did not rebound. It was also noted that the was and wds system was filled with contrast to verify distal border of appendage and no air was noted in column. Furthermore, it was determined that air on the left side would have gone to the brain or shown st elevation. No st elevation was noted upon review of EKG. It was also noted no contrast was evident outside the appendage margins by fluoroscopy. Cardiopulmonary resuscitation (CPR) was initiated immediately upon notation of ventricular standstill. Advanced cardiac life support (acls) protocol was followed by code team. The physician immediately recaptured the closure device and removed all sheaths from the left side of the heart. It was noted there was significant blood in et tube. The anesthesiologist also noted blood on the left side of the chest and thought it was related to CPR. It was speculated about possibility of the closure device perforating the left lung; however, discussion ruled out this scenario as there was no evidence of perforation noted or shift from a hemothorax. The physician ordered protamine at this point. CPR continued until ultimately called off and the patient died. The family declined an autopsy.